Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04686, 3006705815-2019-04687, 1627487-2019-13372, 1627487-2019-13373. T was reported that the patient had their system explanted due to infection. Patient was put onto antibiotics.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg, lead(s) and anchor site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg, lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.